Event description:
Customer called to report his blood glucose (bg) was high and did not know why. He placed this pod in 2008 at 10:30 pm. His bg's ranged between 233-299 mg/dl over night and he finally deactivated the pod at 1:36pm the next day. He successfully placed a new pod. No further issues were identified.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.